Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A osseotite® implant 4 x 10mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone and a fractured at threads. The reported device was located on tooth 26 (fdi) and was used for approximately 8 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available.

Event description:
It was reported the implant fractured and was removed. Another implant has been placed in order to finish the procedure. Pain and edema were reported as a consequence of the event.